Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 12-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1,153.5 mcg / day) via an implantable infusion pump. It was reported that the patient was experiencing fluid leakage from both sites in the spine and abdomen 11 days post implant procedure. It was noted that the patient has had previous infection problems. The hcp opened up the patient's incision at the abdomen site and explored the would but found no problems with the catheter; the catheter was aspirated no leaks were found. It was unknown if the issue was resolved. The patient was reported to be alive with no injury. The hcp will continue to monitor the patient¿s situation. No further complications have been reported as a result of this event.